Event description:
It was reported that the patient passed away due to withdrawal of care following multisystem organ failure and failure to thrive. The device reportedly operated as expected. Related manufacturer reference number: 2916596-2023-08758 (right ventricular assist device)

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist device (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. It was noted that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU, ¿introduction¿, lists various forms of organ failure and death as adverse events that may be associated with the use of the hm 3 lvas. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.